Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of non-physiological signals on the right ventricular (rv) lead along with an abrupt change in impedance measurements. No surgical intervention is planned and the patient will be monitored.